Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 600 mg/dl and diabetic ketoacidosis. The customer stated that during their flight the cannula of the infusion set dislodged, without any warning. Once the infusion set was removed from their body, the cannula appeared to be bent. The customer stated that the insulin pump did not alarm no delivery. Troubleshooting was performed during the phone call and the insulin pump passed the high pressure test. At the time of the phone call, the customer's blood glucose was 155 mg/dl. Nothing further was reported.